Event description:
It was reported that the patient had tried to get the stimulator removed but could not find a physician. The patient stated it had not done any good and the stimulator was also pressing on a nerve. The patient stated the back pain was better but she wasn¿t sure if it was due to the implant. When the patient bent over, it was like someone was taking a knife and cutting her from her buttocks to her toes. The patient stated it had to come out. The patient stated the trial did help and she had almost no pain. When they put in the permanent nothing had helped. The patient requested physician listings. It was further reported that the patient had concerns with her device/therapy. The patient stated the device was put in incorrectly. The patient did not receive assistance from her physician or company representative when it was needed. The patient was working with a new physician and had an upcoming appointment on (B)(6) 2014. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID ne u_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).